Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Consumer stated when they sit in the chair, the frame bends about 2 to 3 inches.